Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided and reviewed. The one photo shows the product labeling information sticker. Lot and product information were matched and verified. Another photo shows the partial view the catheter extension legs. Both the red and blue extension leg tube were noted to be discolored near the catheter strain relief. Therefore, the investigation is confirmed for the reported catheter discoloration issue. The definitive root cause could not be determined based upon available information. Labelling summary: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f : the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
A patient underwent a port placement procedure using the glidepath hemodialysis catheter. On (B)(6) 2026, post the procedure, the catheter was allegedly discolored. There was no reported patient injury.